Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and performed bicarbonate buffer test per dop114-830. The sensor passed per specifications with accurate readings. It was also found that the sensor cannula was bent. Unable to confirm whether the customer received sensor in said condition due to customer having returned the sensor opened/used. Please see medwatch report # 2032227-2014-16796.

Event description:
It was reported that the sensor glucose and blood glucose readings had discrepancies. The most recent blood glucose reading was 141 mg/dl. The customer stated that one of his sensors only lasted 2 days. He noted that he received a message that said his sensor stopped working. He stated that he believed that the insulin pump was giving him too much insulin. He also reported that the sensor showed his glucose levels as low when he did not have low blood glucose. It was found that the sensor cannula was bent. Advised return of the sensor for analysis. Nothing further reported.